Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the inserter was standard, but the sutures were not shown. A visual inspection revealed that the device was not returned with the associated sutures. The anchor was returned with the device, and had some deformation on the threads causing sharp edges. The device shaft was coated in particulate debris, and had some markings at the proximal end. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the suture material found that the storage specifications are documented and a material certificate is required with each lot. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair, inside the patient, the suture of the twinfix ti 2.8 ultrabraid was broken. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.